Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the plus unit handshake connections were connected together and a tug test and connect/disconnect test were performed to examine the integrity of the connection. No issues were noted with the unit¿s handshake connections. The burr was microscopically examined and it was found to be corroded and the annulus of the burr was found to be misshapen. No issues were noted with the diamonds of the burr. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use related issues. The directions for use state "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).

Event description:
Further information provided that the burr was being prepped at 200,000 rpms and no resistance was noted.

Event description:
Same case as: MDR ID 2134265-2013-02349. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fractured. After loading the 1.50mm rotablator rotalink plus burr onto the 330cm floppy rotawire guide wire, the physician rotated the 1.50mm burr as a pretest outside of the patient body. It was observed that the guide wire twisted off and the fractured piece remained in the burr. The procedure was completed with another of the same device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).